Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with needle shielding failure. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7301737. Our records show the reported lot was manufactured on 11/09/2017 and determined that this is the only instance of a needle shielding failure occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. (B)(4) was reviewed and process controls are very likely to detect failure modes and prevent failures end users. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with needle shielding failure. There was no report of injury or medical intervention.